Manufacturer narrative:
Patient's date of birth unavailable. Relevant tests/laboratory data unavailable. Device lot number, expiration date unavailable. The device was discarded, thus no investigation could be completed. Device manufacture date unavailable because lot number unavailable.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) lead due to non-function. A spectranetics lead locking device (lld) was inserted into the ra lead to provide traction for the lead; however, the lld was unable to be advanced past the subclavian vein due to clavicle crush. The physician was using a spectranetics 11f tightrail rotating dilator sheath and while attempting lead removal, the lead broke. The lld was removed in its entirety, leaving the lead still in the vessel. The physician then used a cook medical bulldog lead extender to attempt lead removal, but the bulldog also broke. He used a needles eye snare and successfully pulled the ra lead out. It was then that the patients blood pressure started to flutter and then dropped. A right atrial (ra) tear was assumed so the cardiothoracic (CT) surgeon came in, opened the chest, and repaired a hole in the ra. The patient survived the procedure and per report, was doing well. This MDR is being submitted to capture the lld in the ra lead, which broke the lead, requiring intervention. There was no alleged malfunction of the lld in this event.